Manufacturer narrative:
Device was discarded at the hospital. A review of the manufacturing paperwork cannot be conducted as the lot number is unknown.

Event description:
In 2007, the patient was treated for a descending thoracic aortic aneurysm with the gore tag thoracic endoprosthesis. The devices were deployed without incident. Upon removal the 24fr sheath the right external iliac ruptured. The patient was stabilized and the iliac was surgically repaired with a vascular graft from the common iliac to the external iliac. The patient tolerated the procedure.